Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. The medical review record alleges that the left chest port was removed because of malfunctioning port a cath and new port a cath was implanted via right internal jugular vein. Therefore, the investigation is confirmed for the reported insufficient information. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, a patient underwent a port placement for an unknown medical condition. About sometime later, the port functioned poorly. Subsequently, on (B)(6) 2017, the port was removed, and a new port was implanted. There was no reported patient injury.